Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the battery pack in their rear end sticks out quite a bit and it hurts to sit down. Patient said they were told that it might be from scar tissue and that it would ease up. The patient reported soreness. The patient was re directed to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. It was reported that the implanted neurostimulators battery pack was a lump that was raised and it was very uncomfortable to sit down. Patient stated this had been going on ever since they got it. Patient mentioned this to madeline and the nurse practitioner was aware of it and they told patient to give that time and see if the sensitivity will go away. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the health care professional (hcp). When asked the hcp to clarify the "the battery pack in their rear end sticks out quite a bit and it hurts to sit down", the hcp stated that there was no ins migration or ins in pocket issues. The hcp stated that the cause of the battery pack in their rear end sticks out quite a bit was unknown. The hcp stated that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.